Event description:
It was reported by the pt's attorney that as a result of having the product(s) implanted, the pt has experienced significant mental and physical pain and suffering, has substantial permanent injury, and permanent and substantial physical deformity, and has undergone corrective surgery or surgeries.